Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was unable to cross the right coronary artery (rca) lesion with the taxus express2 8.8% 3.0 x 8 mm drug eluting stent. As the device was withdrawn from the lesion, the stent became caught on the guide catheter causing one of the struts to bend. The device was removed from the pt. The physician crossed the rca lesion with another unknown type stent. There were no reported pt complications.